Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. The customer then declined assistance from tandem technical support regarding the issue. Reportedly, the pump was replaced to resolve the issue and the customer did not have back-up available, but stated they would reach out to their health care provider (hcp) for assistance. No additional patient or event information was available.